Event description:
It was reported that 3 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced product damage with the customer stating, "catheters had not clamp included in the individual package."

Manufacturer narrative:
H.6. Investigation summary: DHR was not conducted for this investigation because a lot number was not provided for this incident. Although samples were not returned for investigation, one photo was provided for observation of this incident which revealed the following: photo revealed the bottom web (blister) of a sealed package which contained a 22ga nexiva single port IV catheter system unit the unit displayed to have all components present and intact, less the pinch clamp, which was missing. Confirmation of the defect of adapter / connector missing (no clamp included), as stated in the pir, was conclusive based on the observation of the photo provided for this incident. Confirmed the unit within the sealed package in the provided photo was fully assembled without the pinch clamp, this was physical evidence confirming that the failure was manufacturing related. Conclusion(s): relationship of device to the reported incident: manufacturing. The defect was confirmed and the root cause was identified to be manufacturing process related. There is a 100% inspection system for presence of the pinch clamp. The inspection system is challenged for each production order. Therefore the source was not established.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced product damage with the customer stating, "catheters had not clamp included in the individual package."